Manufacturer narrative:
Additional narrative: the device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and found that the locking components were damaged. It was noted that the slider was improperly mounted and bent, magnet was rusting, and the o-rings were missing. It was also noted that the device failed pre-repair diagnostic tests for visual assessment, slider functionality, magnet, o-ring assessment, and lever lock assessment as the position "lock" is not possible, since the slider is bent. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to an unauthorized repair (improper handling), which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by (B)(6) that during an unspecified surgical procedure it was observed that the hand control device attachments were not working. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.